Event description:
In surgery: argon was working then suddenly stopped. Not sure if it was machine or handpiece. Biomed investigated: could not duplicate reported problem with device using test handpiece but able to reproduce with reported handpiece.